Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The physician attempted to deliver the unspecified ion mr stent delivery system to an unspecified vessel and upon removal, the stent was flared, as it was caught on an unspecified previously implanted stent. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context, as device performance was limited due to anatomical/procedural factors. (B)(4).